Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, it is likely that the material separation is due to device placement and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A partial UDI was provided as the lot number is not known. Updated: g3, g6, h2, h6. H6: codes 4118, 3233, and 11 no longer apply.

Event description:
It was reported that a 2.0 solid diamondback 360 peripheral orbital atherectomy device (oad) and .014 viperwire advance peripheral guide wire with flex tip were used for treatment of heavily calcified, 100% stenosed, non-tortuous lesion in right superficial femoral artery (sfa) through left contralateral femoral access. The vessel was primary wired with abbott command wire and exchanged with the viperwire. Following twelve to fifteen treatments in low, medium, and high speeds, the viperwire was observed to be fractured at the sfa while its spring tip was in peroneal artery below the knee. The viperwire fragment was successfully snared with an abbott surveil drug coated balloon (dcb). The vessel was rewired with abbott command guide wire. Balloon angioplasty with surveil dcb was performed in the sfa with satisfactory results. The atherectomy was deemed complete. The patient was taken to recovery room in stable condition. There is no indication as to how the fracture occurred as the physician has not seen it prior. The oad crown did not jump and contact the spring tip. There was no wire bias. There was no difficulty wiring or delivering devices. The physician has no concerns about potential long-term risk outcomes. There is no allegation of deficiency or malfunction against the oad.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. A partial UDI was provided as the lot number is not known.

Event description:
It was reported that a 2.0 solid diamondback 360 peripheral orbital atherectomy device (oad) and .014 viperwire advance peripheral guide wire with flex tip were used for treatment of heavily calcified, 100% stenosed, non-tortuous lesion in right superficial femoral artery (sfa) through left contralateral femoral access. The vessel was primary wired with abbott command wire and exchanged with the viperwire. Following twelve to fifteen treatments in low, medium, and high speeds, the viperwire was observed to be fractured at the sfa while its spring tip was in peroneal artery below the knee. The viperwire fragment was successfully snared with an abbott surveil drug coated balloon (dcb). The vessel was rewired with abbott command guide wire. Balloon angioplasty with surveil dcb was performed in the sfa with satisfactory results. The atherectomy was deemed complete. The patient was taken to recovery room in stable condition. There is no indication as to how the fracture occurred as the physician has not seen it prior. The oad crown did not jump and contact the spring tip. There was no wire bias. There was no difficulty wiring or delivering devices. The physician has no concerns about potential long-term risk outcomes. There is no allegation of deficiency or malfunction against the oad.